Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm seal deployed before it was needed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Device code correction: from "fitting problem" to "premature deployment". Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. There was blood covering the delivery device, while light amounts of blood were detected on the loading device. The loading device was returned broken in two pieces. The tension spring assembly remained in the delivery tube with the seal extended outside the tube in an unraveled state. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. The tension spring assembly and the seal were then pulled out from the delivery tube for inspection. The seal was observed to be completely unraveled and covered in blood. The dimensions of the delivery tube could not be measured due to the fact that the tube was covered in blood. Based upon the received condition of the device, and the results of the evaluation, the reported failure "premature deployment" is not confirmed, however the analyzed failures "unraveled seal" and "break" are confirmed. The DHR for the hsk loading device was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal deployed before it was needed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.